Event description:
According to the reporter, during gastric bypass, the second reload would not close when trying to fire. Another device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.